Manufacturer narrative:
Eval summary: eval of the returned device revealed the device was returned as a complete unit. An unspecified guide wire had been inserted in the device. The guide wire was not removable and therefore neither guide wire compatibility nor flushing of the device could be performed. The tuohy borst valve was found closed. The metal shaft of the device was bent. The stent was found partly deployed by 13 strut rows. Full deployment of the stent could be performed without showing malfunctions. Neither the stent nor the stent are showed any abnormalities. No evidence of a device quality issue could be found. The root cause of the premature, partial deployment could not be determined based on the investigation. A review of the finished device lot history review did not reveal any non-conformity which could have contributed to this complaint.

Event description:
Device malfunction: premature, partially deployed stent. Time of malfunction: during use. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, as the xpert stent delivery system was advanced through the sheath, resistance was met preventing further advancement. After device removal was noticed that the stent was partially deployed. The procedure was completed using an absolute pro device. There was no adverse pt effect. Though requested, no additional info was provided.